Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient received a result of 6.0 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. The caller was unsure if the value of 6.0 was actually a result or an error message. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.